Event description:
It was reported to philips that the azurion device would not boot up. No harm was reported. A philips engineer visited site and replaced the x-ray pc as it had a defective power supply. The device was returned to expected functionality.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the reported problem occurred outside of clinical use at system start-up. Onsite inspection of the system and log file analysis identified that the system's x-ray pc was not starting up. As part of the onsite troubleshooting, a fuse in the direct control module (dcm) was replaced, but this did not solve the issue. The x-ray pc was replaced, functional checks were performed and the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.